Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to loose/ protruded drive support disk. The motor passed motor test. The insulin minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and broken reservoir tube lip. No motor position encoder error alarm on alarm history screen.

Event description:
The customer reported via phone call that they received several motor error alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.